Event description:
It was reported that the patient presented to the clinic for follow-up. It was noted that the insertable cardiac monitor (icm) failed to interrogate and exhibited premature battery depletion. No intervention was performed. The patient¿s condition is unknown.